Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's implant operative report, implant tracking log and history and physical post implant. While the medical records indicate the patient experienced pain, vomiting, abdominal pain and diarrhea these symptoms appear to be side effects of the previous procedure and do not seem related to the davol flat mesh. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2010 - patient was diagnosed with a total vaginal eversion with cystocele, enterocele, uterine procidentia. The patient underwent a transabdominal hysterectomy, bilateral salpingo-oophorectomy, colposacropexy with implant of a davol flat mesh, retropubic cystourethropexy, moskowitz enteroceleplication done via a pfannenstiel incision with staple closure. On (B)(6) 2010 - patient presented to the hospital ER on post operative day #10 due to complaints of nausea, vomiting, abdominal pain in her right and left lower quadrants and diarrhea which appear to be side effects of the surgical procedure and not directly related to the previously implanted flat mesh. Patient was diagnosed with a post op ileus, urinary tract infection (uti), high wbc's, low potassium, low sodium and was conservatively treated with IV fluids and was closely monitored. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.